Event description:
Valve thrombosis of the on-x aortic valve prosthesis occurred 3+ years post-operative. Per aats/sts guidelines, thrombosis is defined to be valve-related. Pt presented to hospital with rheumatic heart disease. Left ventricle failure with pulmonary edema, pt on ventilator preop. Previous mvr in 1000 with replacement with sorin mitral valve for clotted prosthesis in 2000. Avr in (B)(6) 2006 for rheumatic mitral incompetence. Poor ejection fraction (20%), with gross left ventricular dilation of 76 mm end diastolic dimension. Pt recovered.

Manufacturer narrative:
The valve was returned to the distributor who submitted it to an independent surgeon, dr (B)(6), for evaluation. Dr (B)(6) found the valve to have thrombus in both of the leaflet hinges. Given his evaluation, and his photographs, we did not have the valve returned. Also, in the operative notes for the re-operation, the surgeon states "...the valve was clotted in the slightly open position and both leaflets were completely immobile with clot at both hinge mechanisms..." No follow-up report is expected to be required.